Event description:
It was reported that post implant procedure the atrial lead had dislodged. The patient went in for a lead revision where the physician attempted to reposition the atrial lead but it dislodged again. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 407658, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).